Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found.

Event description:
It was reported that during follow up visit the atrial lead exhibited high impedance, and dislodge was observed. Due to patient mental condition, the atrial lead will not be explanted, however, the lead will be replaced with another lead. No patient complications have been reported as a result of this event.